Manufacturer narrative:
It was reported that revision surgery of the left hip was performed due to severe pain at the joint. Elevated levels of cobalt and chrome and necrotic and fibrotic synovial tissue was also found. This is a bilateral patient, but the right hip currently has not received any revision surgery. During the revision, the hemi head and modular sleeve were removed. The bhr cup and synergy stem remained implanted. As of today, device return and additional information has been requested for this complaint but has not become available. In the absence of the actual devices, the production records were reviewed for the known devices reportedly involved in this incident. Review of manufacturing records did not reveal any waivers, concessions, manufacturing or material abnormalities that could have contributed to this issue. The available medical documents were reviewed. It was reported that a revision surgery of the left hip was performed 9 years post implantation due to severe pain at the joint, elevated levels of cobalt and chrome and necrotic and fibrotic synovial tissue. At the time of implantation the patients bmi was reported as 47.5 and 50.8 in august 2010. The patient also has a history of falls. Clinic records indicate that pain was possibly related to a stress fracture. A clinic visit note indicates a MRI with findings consistent with a fall resulting in a left non-displaced left greater trochanter stress fracture. The intraoperative report indicates evidence of trunnionosis and alval. Tissue samples were taken and a histopathological report of necrotic and fibrotic synovial tissue was provided. The s&n acetabular cup & stem remained in situ. S&n oxinium femoral head and stryker adm liner were used for revision. The device and diagnostic images were not provided for review. It should be noted bhr implantation for patients who are severely overweight is contraindicated. Cobalt and chromium levels were provided, however no units of measure were given. Although the patient had complaints of pain, pain resulting from multiple falls cannot be ruled out as a contributory factor. The consequence of the falls to the implant cannot be concluded without comparison images and the device for evaluation. The intraoperative findings of trunnionosis and alval, as well as the histopathology report of necrotic and fibrotic tissue are consistent with findings associated with metallosis, however, the root cause cannot be determined nor can it be concluded that the clinical reactions are associated with a mal-performance of the implant. It was noted that use of a competitor¿s (stryker) dual mobility liner was implanted with the bhr cup at the time of revision. This activity was performed contrary to the instructions for use of for bhr implants which states under its important medical information, ¿do not use any component of the bhr system with another manufacturer¿s implant components, because designs and tolerances may be incompatible.¿ based on the available information, the root cause for the revision was an adverse incident due to the patient falling. If the products or additional information become available in the future, this case will be reopened. No preventative or corrective action has been initiated as a result of this investigation.

Event description:
It was reported a revision surgery of the left hip was performed due to severe pain at the joint. Elevated levels of cobalt and chrome and necrotic and fibrotic synovial tissue was also found. This is a bilateral patient but there is no confirmation about a revision surgery for the right hip.